Event description:
Info was received from a vns implanting hospital that their programming wand was not working. Further troubleshooting was performed and it was identified that the issue was likely with their serial cable. Good faith attempts are underway to have the product returned for analysis.